Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the jetstream device xc-2.4 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning. The device was run for a 2-minute period with no issues.

Event description:
It was reported that the blades stopped spinning. The 80% stenosed target lesion was located in the popliteal and superficial femoral arteries. The 2.4mm jetstream xc was selected for an atherectomy procedure. During the first few minutes of the procedure, the device stopped rotating. There were no patient complications.

Event description:
It was reported that the blades stopped spinning. The 80% stenosed target lesion was located in the popliteal and superficial femoral arteries. The 2.4mm jetstream xc was selected for an atherectomy procedure. During the first few minutes of the procedure, the device stopped rotating. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the jetstream device xc-2.4 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning. The device was run for a 2-minute period with no issues.